Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer was unable to troubleshoot at the time of the call. Tandem technical support followed-up with the customer but no information was obtained.